Event description:
While entering the room to assess the PICC line # 5 fr. Bioflow, basilic-right, the nurse found it to be leaking. PICC line found to have small crack at the hub causing a leak. The PICC was removed and placement of piv was initiated. No injury to patient.